Manufacturer narrative:
Hold for tr. 9/15 the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence with multiple cartridges. Customer continued to use current pump for insulin therapy and had an alternate method of insulin delivery available. Customer¿s blood glucose level was 297 mg/dl.